Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray, lot # 66496129; catalog #: 113628, comp primary stem 8mm mini, lot # 66255332; catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 66535816. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was presented in the surgeon's office with a dislocated shoulder. Details of how this occurred were unclear. The humeral stem, tray, and polyethylene insert were revised approximately nineteen (19) days post-implantation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed code: mechanical (g04)- head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.